Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the drill bit was broken. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the drill looks broken at tip and the device appears worn. The complaint reported was confirmed. The photo does not provide enough evidence to determine root cause. As per event description indicates the possible root cause for the reported failure can be attributed to excessive load to the device by the assistant surgeon and for the aging of the device. However, this cannot be conclusive determined. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). The lot number is unknown at this time.

Event description:
It was reported by the affiliate via email that the gryphon 2.4mm drill bit broke. The surgeon attributed the cause to excessive load to the device by the assistant surgeon. But there is also a possibility of aging shelf-life of the device. The operation was successfully completed with other manufacturer's replacement. There was no harm to the patient. The device was the first use when the issue occurred. Additional information provided by the affiliate reported the device will not be returned for evaluation.